Event description:
It was reported that the device had migrated inside the pocket. The pocket was opened and the device was repositioned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.